Manufacturer narrative:
The recipient's device was explanted. The recipient will be reimplanted at a later date. The recipient will be treated with IV antibiotics until the infection is resolved.

Manufacturer narrative:
The recipient is reportedly continuing IV antibiotic treatment. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's medical issue has resolved. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a skin flap infection and open sore at the implant site. On (B)(6) 2017, the recipient was treated with bactroban ointment and bactrim for 14 days the recipient was recommended non-use of the device for 14 days. The open sore resolved and the recipient resumed device use. On (B)(6) 2017, the recipient reportedly experienced skin breakdown at the implant site. The recipient was recommended non-use of the device until medically cleared. On (B)(6) 2017, the recipient's site had healed and the recipient was cleared to resume use of the device. On (B)(6) 2017, the recipient presented with an infection and device extrusion. The recipient was recommended non-use of the device. The recipient is on antibiotic treatment. Revision surgery is scheduled.